Event description:
Affiliate reported that during surgery, the end of the disc rongeur had broken in normal use conditions. The broken part could not be removed and was left in the vertebral disc.

Manufacturer narrative:
Upon completion of the investigation it was noted that this complaint has been confirmed. The top jaw broken off. The broken surfaces of the jaw did not reveal evidence of metallurgic defects such as corrosion. The cutting edges of the lower jaw revealed excessive wear and dullness. The exact manner in which the jaw broke could not be verified, however; this damage is consistent with wear/use over a prolonged period of time and/or aggressive use resulting in component breakage. It is possible that the customer applied force to the instrument during use to compensate for dull cutting surfaces and caused damage to the jaw. It is recommended that these instruments are maintained/sharpened regularly to insure proper function and prevent component damage. There were no other anomalies noted on this instrument, the mechanism appears to functioning properly. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.